Manufacturer narrative:
(B)(4) . Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Ductus and arteries. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? ???. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? Clips not closes on structure was the device fired after this incident in or out of the patient? In and out. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Did bleeding or leakage occur when cystic duct was cut? Please quantify amount of bleeding that occurred. Did cut structure result in change of procedure or alteration in post-op patient care? No. How was cystic duct repaired? New er320 opened.

Event description:
It was reported that during a cholecystectomy procedure, clips did not form properly on structure. No gallstones. Clips scissored 90 percent angle on ductus. No patient consequences reported. Procedure was completed with same like device.